Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer experienced high blood glucose. The customer blood glucose level was 465 mg/dl at the time of incident and the other blood glucose level were 293 mg/dl and 268 mg/dl. Customer reported that they had delivery suspended in the morning due to low and they did not know how to resume. Customer was not using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual injection. The customer feel ok to troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.